Event description:
The patient underwent a procedure where 2 leads were placed in the occipital (off-label) region. It was reported after the physician closed the incisions and the surgical drapes were removed, a lead was found to be protruding through the patient's skin. The physician explanted and replaced the lead. The procedure was extended approximately one hour.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.